Event description:
A pt with a c-2 spinal cord injury who is completely ventilator dependent was receiving mechanical ventilatory support from a newport ht50 ventilator at our institution. The ventilator gave a few short beeps and shut down within 15 seconds, while operating on the battery. The battery was reading 95% fully charged 45 minutes before this event occurred. The battery is supposed to last up to ten hours according to co information. Additionally the ventilator is supposed to give several minutes of warning before the ventilator shuts down. It should warn of decreasing battery power with an amber light, followed by a red light and increasing intensity of audible alarms along with a battery low and then battery empty visual warning. This ventilator did not do that; it simply beeped a few times and then stopped working. The ventilator had all of the proper pm done on it by newport and had recently had the battery replaced.